Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused insulin 100ml 2ml/hr 2ml/hr vtbi 84.8. The infusion was supposed to last 24 hours but emptied in 15 minutes. The reported problem occurred during delivery in intensive care unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of 'over infusion' was not verified or reproduced. The device was tested for flow accuracy and found to deliver within specification. The customer did not provide the occurrence date of the event, therefore a review of the last days of customer use in the event history log was completed which did not reveal any abnormalities that could cause or contribute to the reported problem. The device was previously serviced within the last 12 months for this same reported problem. The evaluator inadvertently did not evaluate for the correct symptom at that time, however the device passed all testing prior to return to the customer. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.